Event description:
On (B)(6) 2022, it was reported by a distributor via sems that while using the ar-8305 shaver console, the handpiece started to heat almost smoking, and displayed error code c34. This was discovered during use in a procedure. Requested additional information. Additional information 03/16/2022 on (B)(6) 2022, it was reported by a distributor via email that while using the ar-8305 shaver console, the handpiece was heating the surgeon hand, and displayed error code c34. This was discovered during use in a rotator cuff repair procedure on (B)(6) 2022. The case was completed by changing the handpiece and the burr. After the case was completed when tested outside the sterile field by the nurse, it heated and started to have a little bit of smoke.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is not confirmed. The device was not returned for investigation. No pictures are available. However, per the event description is inferred that the cause for the reported failure is wear and tear: the c34 error is an indication of an overcurrent above 7.0a for 3 seconds. An overcurrent condition can be caused by a shaver handpiece motor that has reached end of life. The increased temperature on the shaver handpiece is also consistent with end of life. Per synergy and adapteur power system¿ ii (aps ii) shaver handpieces direction for use, dfu-0154-5 section f. Inspection and maintenance, the user is instructed to inspect the device for excessive heating, and the user is informed that the device may have reached end of life if critical errors or abnormal temperature are noticed.